Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: in the beginning of ventilation, the ventilator-device alarmed for "safety failure detected' en 'pvent pressure sensor defect' in (s)cmv+ mode and then switched to ventilation safety mode. The alarm was observable both visually and through hearing. There is patient involvement reported. Another ventilator-device got connected to the patient. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - in the beginning of ventilation, the ventilator-device alarmed for "safety failure detected' en 'pvent pressure sensor defect' in (s)cmv+ mode and then switched to ventilation safety mode. - the alarm was observable both visually and through hearing. - there is patient involvement reported. Another ventilator-device got connected to the patient. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During ventilation the ventilator went into safety mode and alarmed with tfs. The patient was moved to another device. Never the less, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator triggers the same tfs it will go into safety mode. In that state, ventilation is still given, and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.